Manufacturer narrative:
"Describe event or problem" corrected to "lack of primary stability". "Relevant test/laboratory data" corrected to "part not returned".

Event description:
Lack of stability during placement.

Event description:
Part not returned.